Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted controller event log files contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient went to the clinic after they stopped taking warfarin for a few days last week and their lactate dehydrogenase (ldh) resulted in the 800s. The elevated ldh was suspected to be due to inadequate anticoagulation. A computed tomography angiography (cta) scan did not show any obvious pump abnormalities. A transthoracic echocardiogram (tte) showed a fairly unloaded left ventricle, which indicated that the pump was functioning. The patient was asymptomatic during the event and no treatment was rendered for the elevated ldh. The patient was admitted to the hospital for diagnostic testing and monitoring on (B)(6) 2024, then discharged home on (B)(6) 2024 with a plan to repeat labs on (B)(6) 2024. Log files were sent for review. The event log file captured some low voltage advisory events throughout the log file while using battery power. These were all due to normal battery depletion as the patient used the battery power down to an advisory level. Other than the voltage advisories it appeared the ventricular assist device (vad) and peripheral equipment were functioning as intended. On (B)(6) 2024, the patient returned to the clinic and the customer wanted to follow up on recent ldh levels and ensure device had been operating within normal limits. No lvad alarms or new patient symptoms were reported. Log files were sent for review, there were no unusual events recorded in the log file event history. The mcs equipment was operating as intended. The pump parameters that were trending were within normal limits and not typically suspect of thrombus.